Event description:
User experienced a leak from the analyzer. Patient sample results were not affected. No operators were harmed. The field service representative determined there was a bad pump for the external reservoir and replaced it.